Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Recipient had no auditory perception with the device at initial activation, but felt pain. CT scan indicated the array is not in the cochlea. Revision surgery is scheduled.

Event description:
Recipient had no auditory perception with the device at initial activation, but felt pain. Progressive maps were given. At the next appointment the user still was not able to hear with the device and reported having the pain with stimulation. CT scan indicated the array is not in the cochlea. The user does not have any cochlear anomalies and is reported to have memory issues but is otherwise healthy. The recipient was successfully re-implanted with a new device on (B)(6) 2018. The original device was placed in an air cell cavity that mimicked the look of the round window and was just adjacent to the actual round window.

Manufacturer narrative:
Med-el elektromedizinische geraete gmbh and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Conclusions: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. Damage found during device investigation is reportedly related to the explantation surgery. This finding was expected, because according to the recipient report the device was explanted due to surgical reasons, namely the active electrode was inadvertently inserted in an air cell at implantation and not in the cochlea, leading to the observed symptoms. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.